Manufacturer narrative:
No pt injury or medical intervention was reported. The gambro field service rep. Evaluated the machine and found the scales out of calibration. The scales had been calibrated with only weight 'a' instead of weight 'a' and 'b'. The scales were calibrated and a pt simulation run performed with no problems. The machine was tested and released for use.